Event description:
It was reported that high impedance (dcdc 7) was observed on vns patient's system during a follow-up visit on (B)(6) 2016. It was reported that the physician does not believe the event is related to vns. It was reported that the patient was referred for x-rays. No patient adverse events were reported. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. No known surgical interventions have been performed to date. No additional relevant information has been received to date.

Manufacturer narrative:
Model #, serial #, lot#, expiration date; the previously submitted MDR inadvertently provided the wrong lot number of the suspect device for the event. Device manufacture date; the previously submitted MDR inadvertently provided the wrong manufacturing date of the suspect device for the event.

Event description:
It was reported that the patient was refered for x-rays, copy provided to the manufacturer for review. No obvious cause of the high impedance could be identified due to poor quality of the images. The placement of the generator looks normal from the images. The filter feed-through wires appeared to be intact. The lead connector pin appeared to be fully inserted. The lead wires at the connector appear to be intact. Strain relief bend and loop cannot be assessed from the images. Portions of the lead appeared to be behind the generator and could not be fully assessed. No acute angles or clear lead break were found in the parts of the lead that could be assessed. No known surgical interventions have occurred to date.

Event description:
The patient underwent a full replacement due to the high impedance. After the full replacement, the patient's impedance values were within normal limits. The explanted products were reportedly not available for product return after the replacement.